Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. The consumer reported symptoms eye pain, redness, photophobia and foreign body sensation. Medical documentation received from the optometrist noted the patient was diagnosed with chemical conjunctivitis and treated with lotemax gel. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and diagnosis of chemical conjunctivitis are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The doctor reported the patient recovered. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
The consumer experienced burning after use of the product and visited an (B)(6) center. Medical documentation received from the (B)(6) center notes the patient was seen for complaints of eye pain, redness, photophobia and foreign body sensation. The (B)(6) doctor diagnosed the patient with iritis in the left eye and recommended the patient see an eye care practitioner. The diagnosis was made without a slit lamp evaluation. The patient visited an optometrist on the same day. Medical documentation received from the optometrist notes patient was diagnosed with chemical conjunctivitis and treated with lotemax gel. Patient returned for a follow-up visit 10 days later and the doctor observed allergic conjunctivitis and giant papillary conjunctivitis. She was instructed to avoid allergens and do cool compresses. Patient's eye condition has resolved. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.